Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that there was possible intermittent atrial undersensing noted on electrograms of atrial arrhythmias. The right atrial lead remains in use. No patient complications have been reported as a result of this event.